Event description:
Ikeda h, kinosada m, akaike n, et al. Thrombectomy using a combined technique with a more flexible aspiration catheter. Clinical neurology and neurosurgery. 2025;259. Doi:10.1016/j.clineuro.2025.109201 literature was reviewed regarding thrombectomy using a combined technique with a more flexible aspiration catheter to evaluate the relationship between aspiration catheter flexibility and clinical outcomes in patients with acute ischemic stroke. The time frame of this study was january 2020 through december 2023. The following medtronic devices were used: react 71 aspiration catheter and react 68 aspiration catheter. Deaths occurred in the study population. The study reported overall clinical outcomes including modified rankin scale scores at 90 days; however, specific causes of death and the number of deaths were not explicitly reported in the publication. Technical issues included: -aspiration catheter (ac) navigation to the proximal end of thrombus in the first pass was significantly more common in the mfac (more flexible aspiration catheter) group than in the non-mfac group (75.6 % vs. 34.4 %). Among patient adverse events included: -87 intracranial hemorrhages; 17 symptomatic -78 subarachnoid hemorrhages -8 type 1 parenchymal hematoma -10 type 2 parenchymal hematoma -12 vessel injuries with contrast extravasation -3 iatrogenic arterial dissections -final mtici was 0 in 12 patients, 1 in 5 patients, 2a in 10 patients, 2b in 100 patients, 2c in 42 patients, and 3 in 161 patients -118 patients had mrs score 0¿2 at 90 days, and 163 with mrs score 0¿3 at 90 days no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Ikeda h, kinosada m, akaike n, et al. Thrombectomy using a combined technique with a more flexible aspiration catheter. Clinical neurology and neurosurgery. 2025;259. Doi:10.1016/j.clineuro.2025.109201. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.